Event description:
It was reported by the customer that after inserting their sensor, there was blood at the insertion site and their device alarmed bad sensor. Customer declined troubleshooting and stated they have gone through two sensors with issue not being resolved. Customer's blood glucose level was 117mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected 13 opened and used sensors and performed bicarbonate buffer test per specifications. First sensor for high readings, second sensor failed for low reading 7 remaining sensors passed per specification. With accurate readings. Unable to confirm needle complaint due to customer did not return insertion needle sensor only.